Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One photo was provided for further evaluation. A visual evaluation of the photo showed one used caresite valve in the packaging. The photograph did not confirm any cracks or leakage. Visual evaluation of the photograph did not confirm the reported defect. The provided picture did not offer the details necessary to confirm the reported defect or determine the root cause. However, incidents of cracked/leaking valves may be caused by several factors, including but not limited to the product being subjected to aggressive solvents/drugs, excessive mechanical stresses (over-tightening or frequent set manipulation), or other various unforeseen circumstances during the clinical application. Review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: during use, it was found that the end of the product connecting to the infusion device was cracked and leaked. There are residual chemotherapy drugs on the product, which have been clinically treated. No injury reported.